Event description:
It was reported before use of the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 tubes. The following information was provided by the initial reporter. The customer stated: the customer discovered during the quality control, before use, a foreign body inside two tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 tubes. The following information was provided by the initial reporter. The customer stated: the customer discovered during the quality control, before use, a foreign body inside two tubes.

Manufacturer narrative:
H6: bd received 2 samples and 3 photos for investigation. After review and analysis of the customer samples, one fm could be determined. In the first picture, bd can determine the fm to be an air line valve tag. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. No other complaints have been received for this defect on this batch number. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.